Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-jan-2020, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 22-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain. The rep reported that they met with the patient at the pain clinic for reprogramming. They stated that the patient requested to remove the stimulation from their legs and move it to their low back for better coverage and pain relief. It was noted that the patient¿s pain pattern is in their low back only. The rep indicated that the patient had good coverage post-op, and was the same programming used in the patient¿s previous implant. The rep remapped both of their leads on the day of the report but was unable to obtain any back coverage. Impedances were within normal limits. The physician ordered an x-ray to rule out lead migration. The patient requested that their system remain off until the results of their x-ray are determined. The patient confirmed having no falls or trauma that may have contributed to the issue. The issue was not resolved at the time of the report. No further complications were reported or anticipated. Additional information received from the rep indicated that it was confirmed that the patient¿s leads migrated, which is why they were unable to get adequate coverage for the patient. The rep stated that the patient is a very elderly woman, who has no desire to have anymore surgical procedures done. The patient has requested that the device be turned off at this point. No further complications were reported or anticipated.